Event description:
It was reported that the user¿s dexcom g6 continuous glucose monitor stopped displaying glucose values on the ilet, which was later found to be due to an expired g6 sensor and transmitter; the user was guided to start a new sensor, pair with a new transmitter and pairing code, and enter a manual glucose reading while awaiting warm-up. Symptoms included hyperglycemia with reported values up to 349 mg/dl without associated clinical symptoms. Outcomes included no need for outside assistance or medical intervention, with glucose trending downward after the cgm connection was restored and the system resumed dosing. Investigation included guided troubleshooting, review of device alert history, confirmation of cgm component expiration, replacement of the sensor and transmitter, re-pairing, and warm-up completion. Investigation of this case revealed that loss of displayed glucose and dosing was attributable to expired cgm components and the known warm-up period, with subsequent successful pairing and return of readings once the new sensor came online. It was concluded, based on previously established findings for similar reports, that the cause was user operation related to expired cgm components and normal device behavior during cgm warm-up.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.